Event description:
It was reported that a preloaded monofocal intraocular lens (iol) began to eject incorrectly from the delivery system prior to patient contact. The lens was discarded. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: not applicable as there was no patient contact.section d6a. If implanted, give date: not applicable, as there was no patient contact.section d6b. If explanted, give date: not applicable, as there was no patient contact.section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.attempts were made to obtain the missing information; however, no additional information has been received.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.